Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9734727, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the blue neutral cable in the power cable of the navigation system was exposed. There was no patient present when this issue was identified.

Manufacturer narrative:
A manufacture representative inspected the system on site. The cable was replaced and the issue resolved. The system is performing as intended. No parts have been replaced to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.